Event description:
Per the clinic, the device was explanted (specific date not reported) due to electrode placement issue. The patient was reimplanted with another cochlear device (specific date not reported).